Event description:
The pta balloon was inserted and positioned in the artery by the physician. Before inflating, the tech followed burping process, endoflator syringe aspirated back to remove excess air. The balloon then inflated and burst upon inflation inside the artery. There was no harm to patient and the balloon was removed completely. Once the faulty balloon was removed, another one was inserted, and the procedure was completed without any complications. No harm to patient.